Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited over-sensing. No intervention was performed. No patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the implantable cardioverter defibrillator exhibited over-sensing episode again. No intervention was performed. No patient consequences.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited post paced t wave over-sensing. No intervention was performed. No patient consequences.